Manufacturer narrative:
A ge svc rep performed an onsite investigation. The workstation power supply was replaced. The sys was tested and found to be working as intended and put back into svc.

Event description:
The customer reported that the sys would not boot up. No pt injury was reported.